Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had to have ins replaced, date was unknown. Caller stated it had been a couple years. Caller states the ins had to be replaced because ins wouldn't hold a charge. Pts old ins was 97714 and now has 97715.